Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump alarms operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump had alarmed an error code, but they "couldn't remember which one". They also stated that the pump would only work if it was plugged in and that "even when plugged in it will just stop working with no alarm and nothing on the screen". Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further information. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump had alarmed an error code, but they "couldn't remember which one". They also stated that the pump would only work if it was plugged in and that "even when plugged in it will just stop working with no alarm and nothing on the screen". Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further information. (B)(4).